Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level over 600 mg/dl. Customer feels ok to troubleshoot for high blood glucose reading. Customer current blood glucose reading was 591 mg/dl. Customer blood glucose reading at the time of the incident was over 600 mg/dl. Customer reported they have not contacted their healthcare provider regarding the high blood glucose reading. Customer treated the high blood glucose reading with manual injection. Customer reports site is changed every 2-3 days. Customer stated infusion set was changed on (B)(6) 2017 in the morning, customer did not mention if the set was bent. Customer stated insulin exited. Customer stated there were no leaks or air bubbles. Customer did not mention drive support condition. Customer reports bolus wizard is programmed accurately. Customer did not perform high pressure test. Products will not be returning for analysis.